Event description:
Event details: ¿staff are reporting some IV extensions are not flushing on the pivo access port¿ when this pt returned from CT, the CT tech told me she had to start another IV as there were issues with one of the clave ports on the bd ext extension set put in by ed staff. The tech stated the line was unable to flush at the most proximal (to the pt) port (same as the pivo port)--it failed the pressure test with the contrast injector and also with a manual flush. After the pt returned to the ed--I attempted to troubleshoot this IV and also reassure the pt. I found the same issue--the clave/port on the end of the extension pigtail flushed/drew very easily--however the pivo (proximal to pt) clave/port did not flush at all with two separate flushes. I removed the IV at this point and continued to troubleshoot the extension set. After trying with "significant" pressure, some saline was able to flush thru the pivo/proximal port, but this amount of pressure would most certainly be inappropriate for patients. The patient was somewhat concerned "we put the IV in wrong", but I did demonstrate the issue to her once I removed the line and she was reassured by myself--had zero concerns afterwards. Customer response on (B)(6) 2026. Can you please provide the date of event? (B)(6) 2026 description of any patient harm, injury, complication, or negative outcome associated with the event: -reached the individual but did not cause harm

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.